Manufacturer narrative:
On 26-mar-2024, the mentor failure analysis lab received the device for evaluation. On 27-mar-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture that was attributed to a mammogram. Large siliconomas were found in the breasts. Additionally, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured, received in three (3) parts. The evaluation determined that the possible cause of the rupture was the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 28-feb-2024, mentor received additional information about the event: - the patient developed capsular contracture (baker grade unknown) in both breasts post implantation. - an updated explantation date (B)(6) 2024) was reported. - during explant surgery, large siliconomas were found in both breasts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: possible breast prosthesis rupture, discomfort following mammograms. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction revision procedure with unspecified mentor gel breast prostheses that possibly ruptured post implantation. It was reported that the patient had ¿rough¿ mammograms and the last one ¿felt like torture.¿ the left breast prosthesis is worse than the right, and the patient can feel the implant when she lies down. Possible bilateral rupture was later diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2024. This medwatch report is for the patient¿s right breast prosthesis.